Event description:
The account stated that an initial valproic acid result of >1039.5 umol/l was generated by the axsym analyzer. The sample was repeated and a result of 414.09 umol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). Other (B)(4) (fpia optics assembly). An investigation was performed on the axsym analyzer, list number 7a83-03, (B)(4) and determined that it was performing acceptably. An abbott field service representative (fsr) was dispatched to the account. The fsr cleaned and serviced the fpia optics to resolve the erratic result issue. The axsym system operations manual was reviewed and was found to adequately address the issue of erratic results. The manual includes the procedure for performing the fpia verification which ensures the reproducibility and accuracy of the fpia optical assembly. The axsym valproic acid insert was also reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. Complaint trending was performed and no adverse trends were identified. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.